Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose level was 670 mg/dl. A manual insulin injection was administered to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.